Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead fractured. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.